Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported on (B)(6) 2010 that she is without stimulation. Her programmer was said to have displayed a low battery warning approx two weeks prior. Efforts to recapture effective stimulation with the use of a replacement programmer and wand proved unsuccessful. Based on the pt's program parameters the low battery warning is indicative of premature battery depletion. Surgical intervention will be undertaken to replace the pt's ipg; however, a date for the procedure has not been set.